Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. Lot history review (lhr) of rear1623 showed no other similar product complaint(s) from this lot number.

Event description:
As reported by the facility to the sales representative, they had a patient with a latex allergy experience an allergic reaction to the polyurethane in the PICC. Once the PICC was removed the patient's respiratory distress resolved.